Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture did not identify any specific defect on the impacted set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, an external leak from the drain bag was observed. It was reported the user was in ¿good condition¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.